Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a perforation and cardiac tamponade occurred. A pulse field ablation procedure for paroxysmal atrial fibrillation was attempted using a 31mm farawave catheter. A non-boston scientific (bsc) sheath and non-bsc transeptal needle were unable to successfully complete the transeptal puncture under transesophageal echocardiogram (toe). The interatrial septum was notably thick and the physician exchanged the non-bsc sheath and needle for a faradrive sheath and non-bsc transeptal needle and the transeptal puncture was completed. A farawave catheter was loaded onto a merit guidewire and advanced into the left atrium. A few minutes after the farawave catheter was advanced into the left atrium, echocardiography identified a pericardial effusion with cardiac tamponade. The pulse field ablation procedure was aborted and a pericardial drain was placed. Cardiac surgeons performed a sternotomy during which they were unable to identify the location of the cardiac perforation. The patient is expected to fully recover.